Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was seen in clinic for low flow alarms that were suspected to be due to hypertension but the site wanted to rule out outflow graft obstruction. During log file analysis, a low flow event was confirmed on (B)(6) 2019 as well as multiple pi events on (B)(6)2019. Additional information was requested but not provided.

Event description:
Additional information was received that the low flow alarms were due to hypertension. The patient stopped having low flow alarms after the patient's antihypertensive regimen was increased. The patient was admitted to the hospital for sepsis and had all heart failure drugs discontinued. The patient was discharged home on very few medications and as he progressed, his medications were slowly ramped back on.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow events. Although a specific cause for these events could not be conclusively determined, the account reported that the low flow alarms were due to hypertension. A direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported hypertension could not be conclusively determined. Furthermore, a specific cause for the patient¿s sepsis and a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively established during this evaluation. The controller event log file contained approximately 4 hours of data from 27dec2019. A transient low flow fault flag was captured when the estimated flow dropped below the threshold of 2.5 lpm. This fault resulted in one low flow hazard alarm at 6:56:00 am, which lasted for approximately 6 seconds. The observed low flow events appeared to be associated with elevated pi values ranging from 10.4-11.3. Despite this alarm, no other atypical events were captured and the pump appeared to function as intended, operating above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information regarding the reported sepsis event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The hm3 lvas IFU lists sepsis and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Although only sepsis was reported, care instructions regarding how to prevent infection as well as suggested responses in the event of infection are provided in several sections of the hm3 IFU and patient handbook. In reference to hypertension, the hm3 IFU states that adequate therapy for post-implantation hypertension should consistently maintain the mean arterial blood pressure below 90 mm hg. The IFU also states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Additionally, the hm3 IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.